Event description:
It was reported that during an implant, the hydrophilic guidewire became stuck in the left ventricular (lv) lead after the physician had removed it and wiped it dry. The distal tip of the wire broke off and became stuck in the proximal end of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).